Event description:
It was reported that the patient had a shocking or jolting sensation sometime before (B)(6). The health care provider (hcp) made the patient feel pain at bottom of their spine and made it feel like a lightning bolt in their spine. Around (B)(6) the patient had chronic bronchitis for about 10 days. During or following this time, the patient began feeling like they were sitting on a rock and felt a punching sensation. The patient¿s urine smelled strong, they had blisters on their vagina, and the patient saw their primary care physician (pcp) who prescribed a cream on (B)(6) 2015. The patient called their manufacturer representative and turned the implantable neurostimulator (ins) off. The pounding stopped and the urine smell stopped. The patient was told to keep stimulation off for 1 week and kept it off for 3 weeks. When the patient turned stimulation on, the strong urine smell came back. The patient saw their manufacturer representative 2 weeks ago to unhook the ins for another test and yesterday for programming and turning the ins back on. The patient noted that they never received the therapy guide. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28. Lot# va0p0l3, implanted: (B)(6) 2014, product type lead. (B)(4).